Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that they saw out of regulation/settings not available message. The patient stated they were unable to turn up the group settings that were programmed on the right most lead. Rep ran an impedance check and programmed the stimulator with groups avoiding the contacts the showed high impedances or gave oor when being utilized (contacts 10-14 were the ones avoided). The pt agreed to call and update rep if she had any more cannot provide desired intensity messages or if the new programs do not help. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances on the lead. There were no stimulation issues or symptoms reported. The rep reprogrammed around the impedances and the issue was resolved. No additional actions/interventions planned. The cause was not determined, but the rep noted they would submit any new information that becomes available.